Event description:
The customer reported that there was a speaker malfunction inop error, and the speaker was not working; there was no sound. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.